Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm, no rewind anomaly and no audio or vibrate anomaly during testing. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alarm noted in the long trace or device history. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not giving low battery alarm. Customer reported that the insulin pump decreased battery life, batteries lasting less than seven days, rejected brand new batteries and had slower during rewind. Customer reported that the insulin pump had no delivery alarm which requiring to change set to clear alarm and scratches on screen which not affecting readability. No harm requiring medical intervention was reported. The device will not be returned for analysis.